Event description:
Patient undergoing an open reduction internal fixation of a proximal humerus fracture. The device used, a synthes 3.5 mm lcp periarticular proximal humerus plate, has a screw guide attached via a screw to the plate. This screw guide is to be removed once the place is affixed to the bone. The screw guide is the same color and size as the plate being implanted. It has a small inscription on the surface that states "do not implant" in black letters. The device blends into the operative site. The screw guide was not removed and the wound was closed over it. Later, when the manufacturer's representative was reassembling the instrument kit, he realized the screw guide was missing. The surgeon was notified, an x-ray taken discovering the retained object. The patient went back to surgery for removal of the screw guide.====================== manufacturer response for 3.5 mm lcp periarticular proximal humerus plate, (brand not provided) (per site reporter).====================== discussion only with the sales representative and he stated our concerns have been reported to his company. Suggestions on how to reduce the risk of reoccurrence were offered and included changing the product visually to cue the provider to remove it at the end of the case (e.g.: different color, shape, size or product packaging on the sterile field to cue the scrub tech an item is missing).